Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the surgeon experienced problems with the device during a lap chole case. The problem was described as ¿clips falling off, loose, falling out of applier etc.¿ the involved device was not retained. Subsequent cases performed with devices from a different lot have been normal with no problems. There were no patient consequences.